Event description:
Healthcare professional reported that "patient developed pain" and "tumor was found and bia-alcl was diagnosed per pathological examination." Pathological markers confirming alcl have not been received. The device has been explanted and "chemical treatment will be performed." This represents an unknown side.

Manufacturer narrative:
Clarification to facility name: (B)(6). (B)(4). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl".

Event description:
The represents the right side. Healthcare professional additionally reported "redness", "chest lymph node enlargement", and "tumor." Treatment: entire removal of the capsule and tumor around the right breast implant was implemented. Chemotherapy (brentuximab vedotin + cyclophosphamide + doxorubicin + predonine (a+chp)) started.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, b.6, b.7, d.4, h.6, h.7, h.9.

Event description:
Biomarkers cd30+ and alk- reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, h.6.

Event description:
Healthcare professional additionally reported "implant rupture and 8mm tumor on the lower side of the inner breast".